Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the audiologist, the patient experienced headaches. Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Correction: the date of explant in b5 as previously reported in initial MDR is incorrect. The device was explanted on (B)(6) 2019. Device analysis report attached. This report is submitted on march 30, 2022.